Manufacturer narrative:
Batch review performed on 19 february 2018: lot 103213: (B)(4) items manufactured and released on 12 november 2010. Expiration date: 2015-10-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 7 years and 2 months after primary: the stem was loose. The surgeon planned to revise the stem, head and liner, but the case was cancelled. No revision date has been re-scheduled.

Manufacturer narrative:
On (B)(6) 2018 it was communicated that the revision was performed successfully.